Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and noise was observed. In addition, the chronic threshold rose to exit block. It was noted that the physician felt that the increased thresholds were a function of the his bundle position of the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.